Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid diagonal branch. The device was inspected with no issued noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another resolute onyx des. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: positioning difficulties were encountered. The stent pulled out to reposition. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 10th distal stent wraps with struts slightly raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.